Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, weight increased, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, general abnormal bleeding, bladder problems, urinary problems and menorrhagia (heavy menstrual bleeding). Discrepancy noted essure confirmation test information as earlier in case it was reported that essure confirmation test was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s):(unspecified): not provided. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received. Reporter and patient demographics were added. Lot number added. Events vaginal bleeding, vaginal pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (essure coil removal on, (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, general abnormal bleeding, bladder problems, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s):(unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, abdominal pain, back pain, dyspareunia, general abnormal bleeding, psychological injury, bladder problems, urinary problems, fatigue, weight gain were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 619616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, weight increased, menorrhagia, vaginal haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, general abnormal bleeding, bladder problems, urinary problems and menorrhagia (heavy menstrual bleeding). Discrepancy noted essure confirmation test information as earlier in case it was reported that essure confirmation test was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s):(unspecified): not provided. Lot number: 619616 manufacture date: 2009-02 expiration date: 2012-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psychological injury"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (essure coil removal on, (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, weight increased and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, general abnormal bleeding, bladder problems, urinary problems and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure in newly received pfs in essure confirmation test(s) conducted given as no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s):(unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new event menorrhagia (heavy menstrual bleeding) added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.